Manufacturer narrative:
Operator did not follow ppe (personal protection equipment) procedure while handling the fluids. No additional information available at this time. If additional information becomes available at a later date, a follow-up report will be sent.

Event description:
Customer reports bloody nose after inhaling fumes while replacing rapicide pa in an automated endoscope reprocessor.